Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. Patient presented to hospital approximately 5 years post index procedure with an aaa rupture. The patient underwent a cta and subsequent reline procedure where an mdt thoracic device was placed with good angiographic exclusion of the aneurysm. As of the date of this report, there have been no additional patient sequelae reported.